Manufacturer narrative:
(B)(4). Follow up for device evaluation forty-six samples of 3 ml ll syringes (part number 309658) were received and inspected. All samples were fully assembled and packaged, and no issues related to the reported defect were observed. The samples conform to product specifications. It is recommended to hand-tighten the needle onto the syringe prior to use. Furthermore, a device history record review was completed for provided lot number 4352865. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported that during an eye surgery, the needle came loose despite the luer-loc connector. The patient sustained an eye injury, resulting in a laceration of the iris root. Additional information provided: 1.) During cataract surgery, the anterior chamber was flushed due to bleeding. The remaining surgical steps were uneventful ¿ diamox 250mg was administered upon discharge to reduce intraocular pressure. 2.) Close monitoring was performed in the outpatient clinic. A brief increase in intraocular pressure on the first post-operative day was treated with diamox and cosopt (tablets and gtt, no IV therapy necessary). 3.) No further medication was required. The patient, with mild corneal edema (post-operative), was referred to a specialist for further follow-up. Her final visual acuity was 0.6.